Manufacturer narrative:
Other text: d5 is unknown, no information provided to date. H6: health effect and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found rear housing was damaged and fluid ingression on the pump. Functional testing found the problem was not duplicated "pump will not power on" issue during the investigation. Found power lost while pump was on messages in the event history log cause non-functional product. Recommended microprocessor unit board to be replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported of a device pump that will not power on (during testing/no patient injury).